Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the blood collection set and holder spun out or separated an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information. For the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received one sample for investigation. The returned sample was used for functional tests, and during this exercise, the holder did not separate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3: device eval by manufacturer? Yes d.9: returned to manufacturer on: 07-apr-2026 investigation summary: bd received one sample for investigation. The one returned along with ten retained samples were functionally tested and no separation occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, a review of prior complaints for this product and lot did not identify any recurring issues or trends related to the reported condition. Based on the information available, the reported failure mode could not be confirmed, and the specific cause of the reported issue could not be determined. Bd remains committed to product quality and customer satisfaction. We will continue to monitor and trend complaints for this product, and our teams routinely review this information to identify and address any potential emerging issues.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the blood collection set and holder spun out or separated an unspecified number of times. No adverse impact was reported regarding the patient or user.